Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, probe assay,suct,sin, was being used on (B)(6) 2021 during a shoulder arthroscopy procedure and "surgeon was using our aes-90sn the metal guard at the tip of electrode broke in half fell in the shoulder and they did not realize until after surgery and then needed to take c arm to locate piece and needed to reopen the patient to remove". There was a delay of 10 minutes and the procedure was completed with an alternate same device. Further assessment questions have been sent; however, to date no response has been received. This report is being raised on the basis of injury due to 2nd surgery to remove device fragments.

Manufacturer narrative:
The reported event of ¿tip of the electrode broke off in the shoulder and had to reopen the patient to remove¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 33 complaints, regarding 36 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Update: assessment answers were received. Arthroscopic graspers were used to retrieve the fragment while using arthroscopy camera and assisted by x-ray. The electrosurgical unit used was the aes-1 unit and the settings were 3 cut, 2 coag. The aes-1 and arthroscopy camera will be listed as concomitant devices. The sales representative reported on behalf of the customer that the device, aes-90sn, probe assy,suct,sin, was being used on (B)(6) 2021 during a shoulder arthroscopy procedure and "surgeon was using our aes-90sn the metal guard at the tip of electrode broke in half fell in the shoulder and they did not realize until after surgery and then needed to take c - arm to locate piece and needed to reopen the patient to remove". There was a delay of 10 minutes and the procedure was completed with an alternate same device. Further assessment questions have been sent; however, to date no response has been received. This report is being raised on the basis of injury due to 2nd surgery to remove device fragments.

Event description:
The sales representative reported on behalf of the customer that the device, ages (B)(6), probe assay,suct,sin, was being used on 18nov21 during a shoulder arthroscopy procedure and "surgeon was using our aes (B)(6)the metal guard at the tip of electrode broke in half fell in the shoulder and they did not realize until after surgery and then needed to take c arm to locate piece and needed to reopen the patient to remove". There was a delay of 10 minutes and the procedure was completed with an alternate same device. Further assessment questions have been sent; however, to date no response has been received. This report is being raised on the basis of injury due to 2nd surgery to remove device fragments.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.